Event description:
The bivona tracheostomy tube became dislodged when the tube slid through the neck flange although the pin was in the fastener. The airway was managed with an oral endotracheal tube and the bivona was replaced and held in place with twill tape ties directly on the tube, as well as the neck flange and pin.